Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the scope failed the leak test from the instrument channel; no fluid invasion and the lining of the instrument channel was noted to have tear marks/frayed. Additionally, the image has a "halo" due to peeling from distal end objective lens adhesive; the control knobs have play and the angulations are below specifications; the distal end cover has dents; the light guide lens at the distal end is cracked; the bending section cover adhesive was cracked; the insertion tube and light guide tube have buckles; the olympus logo on the control body is faded/missing. The device was repaired to standard specifications and returned to the customer. The scope was purchased on (B)(6) 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During maintenance, the user facility reported foreign material exited the channel of the evis exera iii gastrointestinal video scope as an inspector had a camera on and put it down the channel and noticed scratches when the biopsy port was opened and saw strings or fibers from the very start of the biopsy channel. No patient injury, infection or harm was reported.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the following information, the legal manufacturer determined that the endo therapy accessories scraped the inner wall of the biopsy channel by the user handling and generated a filamentous foreign objects, which discharged from the biopsy channel. As stated on the IFU and as a preventive measure, the user manual states: ·using endotherapy accessories - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor complaints for this device.